Manufacturer narrative:
(B)(4). There was no alleged device malfunction. It was stated that patient expired from heart failure and kidney failure. It should be noted that diabetes mellitus is a known cause of death. However, a conclusive root cause for the reported event cannot be confirmed without the certificate of death.

Event description:
Patient's wife contacted dexcom technical support on (B)(6) 2015, to report a patient death that occurred on (B)(6) 2015. Patient's wife stated that dexcom equipment did not play a part in his passing, and that he was wearing it at the time of death. It was also stated that the cause of death was heart and kidney failure. It was further mentioned that the patient had ongoing issues and was at home receiving hospice care. Patient was reported to be on dialysis. In addition, it was reported that 2 days prior to death, the patient had gastrointestinal and brain bleeding, and was reported to be unresponsive at that time. Patient's wife reportedly removed dexcom equipment from patient after passing. Additionally, patient's wife stated that the patient's dexcom equipment actually assisted in playing a part of managing the diabetes during his health issues. No additional event information was provided.

Manufacturer narrative:
(B)(4).

Event description:
The receiver device being used at the time of event was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and there was no failure detected. The device was determined to be operating within the required specifications without malfunction. There was no alleged device malfunction.